Event description:
It was reported that the pump touchscreen was missing pixels. Additionally, it was reported that a cartridge alarm occurred. There was no adverse impact to customer¿s blood glucose level. There was no reported adverse impact to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. D9, h10 d9, h10.